Event description:
It was reported that this device was implanted with the right atrial (ra) lead port plugged. Approximately one month later a revision took place and the physician elected to implant a right atrial lead. However, the right atrial pace impedance measurements were high and out of range, thus a new device was implanted. No additional adverse patient effects were reported. Should the device be returned this investigation ill be updated.